Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the original complaint could not be duplicated. The last basal delivery and bolus were on (B)(6) 2014. There was an unexplained loss of prime on (B)(6) 2014 at 08:29 with delivery resumed at 11:10. There was an unexplained pump reboot on (B)(6) 2014 with delivery resumed when the pump was primed at 14:38. The total daily doses correctly added up and there was typical usage observed in the alarm history. The pump passed the delivery accuracy test and was found to be operating within the required range. Unrelated to the original complaint, the battery compartment was cracked. The returned battery cap was able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.